Event description:
It was reported that the patient could hear on initial activation, but over time the patient was progressively unable to hear with the audio processor. With the device active the patient reported that he can feel a 'tingling' sensation on the side of his neck. It is highly probable the floating mass transducer has moved and the surgical aim is to reposition the fmt to the round window.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.